Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the post-operation device check, it was noted that the right atrial (ra) lead exhibited intermittent capture in the right ventricular chamber and intermittently oversensed far-field r waves. A chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.